Manufacturer narrative:
H3: destructive analysis of the pump identified wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# / serial # unknown implanted: unknown explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: neu_unknown_catheter lot# / serial # unknown, use before date: unknown: UDI: unknown h3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructing analysis identified wear on the motor o-ring regarding gear number three, that did not affect the performance of the pump in the laboratory. H6: the method code b17 and results code c20 pertain to the catheter. The method code b01 and results code c19 pertain to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was implanted in 2018 and starting from 2020, there has been volume discrepancies. At the beginning of the year 2020, due to the pandemic, the doctor chose to change the concentration and extend the replacement date. Soon after this the reservoir presented a different amount from that described in the pump. The first time the expected reservoir volume (erv) was 2 ml but the actual reservoir volume (arv) was 15 ml. The second episode occurred 12 months ago and the pump claimed to be with the empty reservoir but 20 ml was removed from the reservoir. The actions/interventions taken to resolve the issue was a rotor and catheter test was suggested. On (B)(6) 2023, they performed the tests and no visible problems were identified in the pump and catheter. The pump was refilled again and it was agreed to check within two months while awaiting for a response about the issue from the rep. A response was received from the rep on (B)(6) 2023 which informed them that the pump may be with some compromise in other components and must be exchanged in warranty for shipment and analysis. The physician decided to replace the pump on (B)(6) 2023 at the hospital. The physician was instructed to do a catheter test after implantation of the new pump to verify its integrity. But the doctor refused to perform the test due to the discomfort caused to the patient in the test performed with the old pump. When trying to remove the proximal catheter, the doctor had difficulty because the catheter was stuck in the pump, turning false, and the external part of the catheter, detaching from the metal, which fits into the pump (connector without suture), requiring the exchange of the proximal catheter. During the catheter replacement, the doctor chose to cut part of the proximal catheter and fit the catheter connector into the other part of the second catheter segment, so this patient has two plugs attached to the catheter. His catheter has 3 segments, the proximal (intrathecal) catheter, part of the old distal segment, and the new distal segment of the other catheter. The physician was instructed to aspirate all medication from the catheter, which was also not done, the same is oriented about the consequences of the current done and aware. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's weight and medical history was asked but unknown and would not be made available.